Event description:
Customer's husband called and stated that meter was reading low. Two of the readings were 19 mg/dl and 44 mg/dl. The customer was taken to the hospital. Her glucose reading there was 93 mg/dl. The customer's husband said that they did not test with her meter while at the hospital. The caller said that he tried for 4 hours to bring his wife's blood sugar up before going to the hospital. The caller also stated that he was able to bring her blood sugar up to 60 mg/dl, but then her blood sugar "crashed" again. The customer service rep offered to test the meter and strips. The caller stated that the same problem had been tested a few days earlier, and the meter and strips worked as designed. Strips were stored correctly. Control tests within range-113 and 105 mg/dl. Testing techniques were reviewed. Customer service sent a new contour meter, normal control, and 5 strips. Customer to call to test new meter and strips.